Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their implantable neurostimulator (ins) was removed because it flipped, was coming out of their skin, and became infected. The patient thought they had healed it and was told their ins flipped and would push its way through the opening. They went to their healthcare provider (hcp) and they dressed it; when the butterflies were removed they tried for 2 days to put neosporin on. At one point, their family member was putting neosporin on and said they were not putting it on the skin, it was the ins. Surgery was done on the following thursday and patient had home health care afterwards. On (B)(6) the ins site was painful at church, and in the shower they noticed it was irritated. They put more neosporin on it that night and in the morning they called their hcp. It was a horrible mess, according to the patient, they were infected "bad" and ran a temperature of 102. The patient ended up staying in the hospital for 5 days and after they got out of the hospital they fell and broke their foot, too. Now they are on strong antibiotics, and the patient noted they have been "put to sleep" three times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.